Event description:
It was reported that during improper removal of the stylet and protective sheath from the 3.50x15mm xience xpedition stent delivery system (sds), the stent implant was pinched and dislodged. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 3.50x15mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) - sheath removal. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there have been no similar stent dislodgement incidents reported for this lot. It should be noted the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU) states: remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. Based on the reviewed information, no product deficiency was identified.